Event description:
Report rec'd from the (B)(6) states: "the sleeves are regularly thinner than average and thereby not able to enter through a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for eval, however, it has not yet arrived for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00394.